Event description:
It was reported that during use in a shoulder surgery, the anchor would not hold and the suture on the device broke/frayed. The surgical case was delayed as a result and surgery was completed with an alternate device. It was reported that there was no injury to the pt.

Manufacturer narrative:
Investigation findings: unable to verify customer's reported problem with the product as it was not returned for invesigation. A review of product history shows no other customer complaints for this product. An investigation of unused product with the same lot number found no discrepancies. The customer will be contacted to provide further information regarding this product. Conmed linvatec will continue to monitor this product for problems.